Manufacturer narrative:
H3: product analysis: part # 5484306, lot # rs11c038 visual and optical inspection confirmed the corners of the torx on the tip of the screwdriver are rounded/deformed. This type of damage is consistent with repeated normal use. The threads around the tip that interface with the head of the screw have been damaged. This type of damage is consistent with repeated use overtime. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a event. It was reported that the drivers are worn or broken to the point they can't be safely used in procedures. There was no patient involvement reported.